Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the evis exera iii duodenovideoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were noted during the device evaluation. The adhesive on the bending section cover was detached. The grip, switch box, and switch one (1) had a scratch. The control unit had discoloration. Due to wear of the angle wire, the bending angle in the down/right/left directions did not meet the standard value and the play of right/left knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is undetermined. However, the likely cause is due to the brushing method of the distal end/ forceps elevator conducted by the user was different from method recommended in IFU. Additionally, it is also likely the user facility staff was insufficiently trained on device handling, reprocessing for return to repair and normal reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure by using endoscope which cleaning/disinfection/sterilization are insufficient. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU (reprocessing manual): manual cleaning: brush the forceps elevator -brush the distal end and the distal ring of the endoscope states on detailed method of reprocessing on/around forceps elevator. IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. Returning the endoscope for repair states on cleaning device before returning for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.